Manufacturer narrative:
Correction: to b5 for missing ra lead being explanted and h2 for company representative not being selection.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead and atrial (ra) lead. The physician elected to explant and replaced the rv and ra lead. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2025-11210. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead and atrial (ra) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.